Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that unit had error code message of battery failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The manufacturer¿s international technical service person reported that the case was closed as the quote expired, no work performed by philips. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.